Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the ER with palpitations, shortness of breath, and dizziness. Patient was found to be in vt via surface ECG and was cardioverted successfully. The far-field channel showed a change in morphology when the vt starts, but the morphology indicated svt. Reprogramming changes were made. There were no adverse consequences for the patient.